Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was a common carotid stenting. During preparation of the emboshield nav6 embolic protection system (eps), the filter was confirmed to have been loaded successfully into the dc pod prior to insertion into the patient anatomy. The barewire was placed without issue and the emboshield nav6 embolic protection system (eps) filter was deployed; however, not by visualizing it, just by going off of feel. When going to retrieve the filter post-procedure, using the retrieval catheter, the filter could not be found. The physician does not think that the filter remains in the patient anatomy because he scanned the patient anatomy; however, the location of the filter is not known. The delivery catheter had been discarded; therefore, they were not able to confirm whether the filter remained in the delivery catheter and had never been deployed or was overlooked on the back table. The final patient outcome was good and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Without having the product to examine, a cause for the reported difficulty could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, it was not noticed that the filter was not there until after the case. No additional information was provided.